Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer had symptoms of thirst. Self test was performed and it was passed. Customer also reported insulin pump error alarm, but they were able to clear the alarm and complete rewind. Customer declined for troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.